Event description:
Displaced supra condylar fracture right femur on 5/94. On 6/1/94- pt was implanted with plate screws. Pt was uncomfortable all summer. In fall of 94.pt was found to have fracture of the dynamic compression plate. On 9/30/94, pt had a 2nd compression plate and bone grafting and in 7/95 pt developed abrupt pain without trauma. X-rays were done revealed fracture of the side plate. Pt was treated long leg brace. On 11/95 pt had acute pain and further fracture of plate. On 1/96 there was removal of hardware.